Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "(B)(6), leading surgeon of the hospital, reported via our sales rep, (B)(6), that he stated during the surgery that the tip of the screwdriver broke off when he was about to screw in the screw into the trident pan of the patient. The tip of the screwdriver was left in the screw head. According to his information, the tip has got stuck in the patient and it was not able to remove it from the screw. The surgeon mentioned that first aid was applied to the patient."